Manufacturer narrative:
Correction: h6 - updated health effect impact code to unexpected medical intervention for unsuccessful interrogation and ble reset to restore bluetooth telemetry.

Event description:
New information notes that an interrogation and ble reset was performed but was unsuccessful at restoring bluetooth telemetry.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cybersecurity feature; there is no malfunction suspected.